Manufacturer narrative:
Final report was revised to include the corrected event classification.

Manufacturer narrative:
DHR review, IFU review investigation report and final complaint report .

Manufacturer narrative:
Device not yet arrived. Device not yet arrived.

Event description:
System 3.5x12 did not advance over guidewire (inside patient). Strut popped out of stent (outside patient). System was inspected prior to use and prepped according to instructions for use. No problems were noted. No excessive force was applied during preparation or insertion. When the doctor could not cross the lesion he withdraw the system to exchange guidewire, and then noticed the strut popping out. There were no difficulties withdrawing the system. The system and guiding catheter were not withdrawn as a single unit. No patient injury.